Event description:
A remstar auto a flex device was returned to a third party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third party service center the foam particles were found inside the blower kit and blower foam degradation was noted. Additionally, the service technician found error codes e53 err_comp_log_sem_timeout, e55 err_therapy queue full, e62 err_stuck_ramp_key as well as e65 stuck_encoder_a on the device logs and a dust contamination was present. The device was scrapped by the service center after evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and or product malfunction.